Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 30mg/ml at 8.926 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the pump was being shut off permanently today due to a granuloma. Per the reporter, the patient would have a procedure related to the granuloma and the patient was in the hospital for that.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial#(B)(6) implanted(B)(6) 2019,product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-oct-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that there was action done by the physician. It was noted that the physician was eventually going to remove the pump since the pump did not want to use the pump anymore. The pump was disconnected in the hospital. The hospital staff will keep the pump.